Event description:
The user facility reported that their 4085 surgical table slowly drifts into trendelenburg without being commanded to do so. No report of injury or procedural delays or cancellations.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician inspected the surgical table and found that the main hydraulic manifold and trend cylinder required replacement. The technician repaired the table, tested it and confirmed it to be operating properly. No additional issues have been reported.